Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated with mdrs # 1225714-2014-03098, 1225714-2014-03099, 1225714-2014-03100, and 1225714-2014-03101.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and then experienced another cardiovascular event on (B)(6) 2008 and subsequently expired after the use of the product.